Event description:
It was reported that during a field test at the user facility the tps unidirectional footswitch was causing the handpiece to run without user activation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a field test at the user facility the tps unidirectional footswitch was causing the handpiece to run without user activation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the device was found to have a fractured wedge on the footswitch¿s connection plug. The device was discarded by the manufacturer.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.